Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box and alarm history shows several ¿cs078-0008¿ alarms on 08/31/2014. The display contrast is dim and reddish. The battery compartment is cracked from the grip down to the case seal; the returned cap is undamaged and able to fit to maintain electrical connection. No ¿cs078¿ alarm or any eaw occurred during the investigation, the product performs within spec, unable to duplicate ¿cs078¿ complaint. The pump¿s cover was removed, moisture corrosion was found to the force sensor plate.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.